Manufacturer narrative:
Batch review performed on 29 january 2024. Lot: 2301211: (B)(4) items manufactured and released on 08-feb-2023. Expiration date: 2028-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional involved product. Batch review performed on 29 january 2024 on liner: impact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot: 2245600. Lot: 2245600: (B)(4) items manufactured and released on 24-jan-2023. Expiration date: 2028-01-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 8 months after the primary, the patient came in reporting pain due to a dislocation of the head from the liner. The surgeon revised the head and liner. The surgery was completed successfully.